Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. Upon examination, an air bubble was found in the pump, indicating fluid loss at an unknown location. The device was explanted and replaced. No patient complications were reported.